Manufacturer narrative:
Concomitant products: 305u25 tissue valve, implanted: (B)(6) 2006-; 407652 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the battery voltage was 2.98 volts prior to implant, but it decreased to 2.9 volts after interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.